Manufacturer narrative:
H.6. Investigation: lot number is unknown; therefore, DHR can not be performed. The picture provided was evaluated and it was possible to observe barrel cracked. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, the CAPA#1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. H3 other text : see h.10.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: identified a crack in the syringe. It was observed before starting all the process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). Device manufacture date: unknown.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: identified a crack in the syringe. It was observed before starting all the process.